Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display/stylus would not calibrate and in order to select the portion of the screen that was going to be changed, it was necessary to tap the screen well below the desired area. It was also noted that the power cable door was broken. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer stylus and cursor did not align. It was indicated that the connection between the overlay and xy printed circuit board (pcb) required cleaning and reseating. It was also confirmed that the power cord bay assembly door was damaged. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.